Manufacturer narrative:
Photo analysis: visual analysis of the identified photos: opening on anterior. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "preoperative flange in left breast pocket", "postoperative idem and broken prosthesis. Allergan prosthesis arrives, smooth, rounded, 320 grams. It is removed to release the flange, noticing that it is ruptured with expulsion of silicone gel. There is no availability of prosthesis to replace it so it is decided to deep closure. There were no complications".

Event description:
Patient reported for left side "preoperative flange in left breast pocket", "postoperative idem and broken prosthesis. Allergan prosthesis arrives, smooth, rounded, 320 grams. It is removed to release the flange, noticing that it is ruptured with expulsion of silicone gel. There is no availability of prosthesis to replace it so it is decided to deep closure. There were no complications". This record is regarding a not implanted device.